Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in hospital waiting to have surgery, and it was noted that the right ventricular (rv) lead impedance trends were going up. High impedance and high thresholds were also exhibited. As the patient was having surgery later that day the lead was left that way. The rv lead remains in use. No patient complications have been reported as a result of this event.